Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Initial reporter phone #: (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal on a bd plastipak¿ 20ml syringe package was found damaged and misaligned breaching the seal integrity. There was no report of injury or medical intervention.

Manufacturer narrative:
Evaluating the samples provided by the customer, it is possible identify vertical cutting fail causing seal to open. According to the evaluation of the batch history, no occurrences related to the problem are observed. After this evaluation the potential cause for the problem was fail at cutting system knives. Root cause: during the batch production there were no records of occurrences related to this defect are observed. However, after the analysis of the samples it is possible confirm vertical cutting fail causing seal open. Based on the analysis of failure, the potential cause for the problem was a fail at vertical cutting knives causing the open seal. Conclusion: bd was able to duplicate or confirm the failure mode indicated by the customer. The defect identified from this complaint will be monitored for trend evaluation.